Event description:
The hemashield graft was implanted in the patient in 1996 to replace a previous graft (unknown mfg) implanted for a defective aorta. In year 2000, the patient experienced shortness of breath and fatigue and had high blood pressure. Patient was, in 10/2004, diagnosed with chronic heart failure due to leakage in their heart. Their doctor recommended a heart transplant. A graft was implanted in the patient for a defective aorta. The graft was later replaced due to its being outgrown. The graft pulled apart and was removed and replaced with the hemashield graft. The patient does not know exact date of their onset of symptoms, therefore the date has been approximated as 2004, for reporting purposes only. Device tracking records indicate that the hemashield graft was implanted for an aaa (abdominal aortic aneurysm), but the patient insists that is an error and that the graft was implanted in their chest, for their heart surgery.